Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side at the threads and cracked below the bumper pad. Corrosion was found in the battery compartment. The returned battery cap threads were stripped. The returned battery cap was unable to power on the pump. The test cap attached to the pump, and powered it on successfully. The pump powered on with auditory and vibratory alarms to a blank display. A leak was found in the battery compartment. The pump cover was removed to find moisture on the printed circuit board and display connector.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture in it. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.